Manufacturer narrative:
On 21-jan-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient was experiencing heaviness sensation on her right side. Extreme fluid build up on right breast causing pain and discomfort. After removal surgery, her right implant was very cloudy but not ruptured. During visual evaluation of the sample, the gel content was observed discolored and also a tear located in the posterior aspect measuring approximately 14.0 cm was noted. The manufacturing records were reviewed, and the manufacturing criteria was met prior to the release of this lot. Discoloration of the implants in some cases have being attributed to adherence of triglycerides or fatty acids in the breast implant gel after some time of being inside the body. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: early-onset seroma. Concomitant medical products: 545cc mentor memorygel breast implant, catalog # smpx545, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a 545cc mentor memorygel breast implant and experienced postoperative right-sided early-onset seroma. The patient experienced heaviness sensation and extreme fluid buildup on the right breast, causing pain and discomfort. MRI confirmed fluid buildup on the right side. As a result, the patient underwent explantation on 0-sep-2019. After removal, the right implant was observed to be cloudy but not ruptured, and the left implant was clear.